Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging as the light emitting diode (led) was blinking while the battery was on the charger. The battery also exhibited a critical battery alarm. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. As received, when the gas gauge button was pressed, the battery gas gauge would flash a single light emitting diode (led). Functional testing revealed the battery was reporting a frozen 0% relative state of charge (rsoc) value on the test equipment, resulting in the single led flashing in the battery gas gauge. This observation is indicative of a fault in the main integrated circuit that controls the battery. Further testing revealed the battery would trigger a critical battery alarm when connected to the test controller, due to the battery reporting the frozen 0% rsoc value. Further testing also revealed that the battery would only display a single battery gas gauge led flashing when charging on the battery charger, due to the battery reporting the frozen 0% rsoc value. After the battery was charged and discharged during bench testing, the battery regained functionality. Review of the controller l og files revealed a critical battery alarm involving (B)(6) logged on 11/jun/2022 at 10:06:26, indicating the battery was reporting 0% rsoc. Based on the analysis performed, the observed fault in the main ic likely contributed to the critical battery alarm in the log files. If a battery reporting a frozen value of 0% rsoc remains connected to the battery charger, the battery charger led status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported critical battery alarm event and "led blinking event on the charger" was confirmed. The reported not charging event could not be confirmed; however, it is likely the observed fault in the main ic was perceived as the reported not charging condition. (B)(6) was in scope of fa1265. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.